Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es old scanner was not working, user replaced it with a new one and also requested a spare scanner. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner was failed. The technical support specialist stated that the scanner had been replaced by the customer and requested a spare scanner. The tss guided the customer to contact the sales team for a replacement. The system functioned as intended after the customer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es old scanner was not working, user replaced it with a new one and also requested a spare scanner. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.